Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undergoing a surgery on their back and opted to have their evoke scs system explanted during this procedure. The patient reported inadequate pain relief following evoke scs implantation. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician, at a different facility than those involved in the original implantation.